Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple cartridge changes were performed; however, the issue persisted, and customer reverted to manual daily injections. Customer's blood glucose was 121 mg/dl.